Event description:
It was reported that patient presented for scheduled lead revision procedure. Prior to the procedure, it was noted that the lead had exhibited over sensed noise resulting in inappropriate shocks. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.